Event description:
Pt's device may have delivered an unintended bolus. Pt heard device's motor running, but pt was sitting/leaning on device while in a chair, so they may have accidentally pushed the buttons. Pt's blood glucose was not afftected, and no treatment was rec'd.